Event description:
Interval partial fracture of ivc filter, with one of the superior struts partially incorporated into ivc wall just above the filter. Embolization of fractured strut into peripheral right lower lobe or middle lobe pulmonary arterial branch.